Manufacturer narrative:
Additional information: no deformation noted in the cutter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis:. The device was returned with the thumbswitch in the ¿off¿ position and the cutter positioned approximately 27mm in the housing. The thumbswitch was then fully retracted and the cutter returned to the cutter window and rotated. The thumbswitch was then fully advanced and the cutter advanced approximately 27mm into the housing. There was no issue with advancing and retracting the thumbswitch and cutter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone m atherectomy device with a 55cm 6fr non-medtronic sheath and a .014 non-medtronic guidewire during procedure to treat a 100mm calcified lesion in the patients left mid superficial femoral artery (sfa). Minimal vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 70% stenosis. Artery diameter reported as 5-6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated with a non-medtronic device. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported the cutter driver stopped functioning while device in use in patient. It was not possible to turn off the thumbswitch. The cutter was outside housing during removal from the patient. The device was safely removed from the patient. A replaceme nt medtronic device was used to complete the procedure. There was a delay in the procedure but did not result in any health consequences or impact to the patient. No patient injury reported.